Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant indicated that while attempting to treat a patient (age & gender unknown), the device displayed an "ECG disabled" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the device history logs. However, the reported problem could not be duplicated with the device. The device was subjected to bench handling and power cycling test with passing results. The multi-functional cable receptacle was replaced as a precaution and the device was recertified and returned to the customer. Review of the device activity logs showed a single occurrance of "ECG failure" and 82 "rapid ID changes" messages. The frequency of the rapid ID changes messages caused an ECG failure message causing the disabling of the ECG function. The customer was advised to discard the multi-function cable used at the time of the event and a replacement multi-function cable was provided to the customer as a precaution. Analysis of reports of this type has not identified an increase in trend.